Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Reporter is a j&j employee. A manufacturing related potential cause was not suspected, therefore, per franchise complaint product investigation procedure, no manufacturing record evaluation is required. It was reported that during routine incoming inspection of a loaner set, it was observed that a 03.807.358, xrl large torque limiting handle had failed calibration. The repair technician reported that the device failed torque test in clockwise direction, the minimum torque peak attained during evaluation was out of the specified limit 0.75 nm- 1.0 nm for the part. Torque test low is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is torque test failed low. The item will be forwarded to customer quality. The evaluation was confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during evaluation at service and repair, the repair technicians found that this device failed calibration. Issue was found during testing. There was no patient involvement. No further information is available. This report involves one xrl large torque limiting handle. This is report 1 of 1 for (B)(4)..